Event description:
It was reported that a (B)(6) african american female patient who underwent a primary breast augmentation procedure with a mentor memorygel breast implant 350cc gel breast prosthesis developed baker grade iii capsular contracture in her right breast post implantation. The capsular contracture was diagnosed by a healthcare professional. As a result, the patient is scheduled to undergo explantation on (B)(6) 2022.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Explantation month, day, and year: (B)(6) 2022. Manufacturer¿s reference number: (B)(4)

Manufacturer narrative:
On 07-jul-2022, mentor received additional information about the event. An updated explantation date of (B)(6) 2022 was reported. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 31-mar-2023, mentor received additional information about the event. It was previously reported that the patient was scheduled to undergo explantation on (B)(6) 2022. New information received states that the patient did not undergo explantation surgery. Instead, the patient underwent an open capsulotomy procedure on the right breast on (B)(6) 2022. The device was not removed. Manufacturer¿s reference number: (B)(4).